Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator's touchscreen was impossible to calibrate. The touchscreen was offset, even after calibration. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. The customer was provided with the part number for a replacement touchscreen as the recommended repair. The investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The quote provided to the customer had expired, and no further actions were performed by philips. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.